Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for no delivery. The customer's blood glucose level at the time of incident was 40mg/dl. The customer treated the lows with food and juice. The customer states their blood glucose level had been as high as 341mg/dl. The customer declined to troubleshoot for the highs and low at this time. The customer was advised the pump was working as designed. The customer was advised of possible occlusion.